Manufacturer narrative:
Patient demographics such as: age, date of birth, and weight were not provided by the customer. A beckman coulter (bec) field service engineer (fse) was dispatched to assess instrument performance. While on site the fse noted the wash pump was pulling in air bubbles due to a loose wash valve rotor. The bottom of the rotor's metal shaft was too wide and was allowing play when it was on the valve, causing air bubbles during the down stroke. The fse tightened the bottom of the rotor and notes it was no longer allowing bubbles. After the repairs were complete, all verification testing passed within published instrument and assay performance specifications. In conclusion, the cause of the non-reproducible access accutni+3 result was a hardware malfunction of the wash valve rotor. All mdrs associated with this report: 2122870-2015-00749, 2122870-2015-00750, 2122870-2015-00751.

Event description:
The customer reported obtaining non-reproducible troponin I (access accutni+3) results involving the access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system serial number (B)(4) for three (3) patients. This report addresses the elevated access accutni+3 result that was generated on (B)(6) 2015. The elevated sample for the patient (designated as patient one (1)) was reanalyzed the next day ((B)(6) 2015) on the same access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system serial and a lower result, within the assay's normal reference range, was obtained. The original elevated result was reported outside of the laboratory. There was no change or impact to patient care or treatment which occurred in association with the non-reproducible access accutni+3 result. Mdr2122870-2015-00750 addresses the elevated access accutni+3 result generated on (B)(6) 2015 for another patient (designated as patient 2). Mdr2122870-2015-00751 addresses the adverse event which occurred involving another patient (designated as patient 3) on an unknown date. Calibration and system check were performing within assay and instrument specifications at the time of the event. Quality control (qc) was run multiple times on (B)(6) 2015, recovering both within and outside of the customer established range. All replicates of qc run on (B)(6) 2015 recovered within customer established ranges. The customer did not provide specific information regarding the collection or centrifugation of the patient's sample. Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess instrument performance.